Event description:
It was reported that part of the threaded capture of a subtroc lag screw driver broke off in the lag screw (inside patient) while inserting the lag. It is unknown how the pieces were retrieved. The procedure was performed using a s+n back-up device. No patient injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device revealed a piece of the threaded tip of the driver shaft broke off. The piece was not returned with the device. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that it has not been confirmed whether the broken piece of the subtroc lag screw driver was retrieved from the lag screw that is implanted inside the patient. No clinically relevant supporting documentation was provided for review. Based on the limited information provided, the root cause of the breakage could not be determined. The lag screw driver is an external communicating device composed of 465 stainless steel that is neither manufactured nor intended for implantation and should have limited tissue/bone contact as long term implantation data is not available. Although no patient injury has been reported, the potential for micromotion/migration cannot be ruled out. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the instructions for use file is not applicable for this instrument. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.